Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has yet to be evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the incorrect 510k number as k18166. The correct 510k number is k181166 and is reflected in g5.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The device was returned to a third party service center and the customer's complaint was confirmed. The system board was replaced to address the issue. The system board was returned to the manufacturer's product investigation laboratory for evaluation and the root cause of the system board failing was due to a software issue.